Event description:
The complaint concerns a fragile male(tetraplegic patient) in a clinic in france who experienced a disconnection between the bag and the connector of a conveen standard sterile urine bag that was connected to a catheter. As a consequence of the disconnection, the closed system (catheter + urine bag) was no longer secure, and the catheter was changed. The re-catheterisation was traumatic with blood loss, and the patient was transferred to hospital and hospitalized from the (B)(6) 2023 . The patient is no longer in the clinic and recovered from the bleeding episode.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.